Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 28aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Call from physician reporting "2 sutures broke from the placement kit, it appears the break is proximal to the t-bar. I placed the tube and t-fasteners yesterday on a (B)(6) female and this morning on rounds two of the 3 sutures were broken. The 3 cm of suture was still attached to the clip, which is approx. Length of the stoma, I feel as though the suture is not strong enough to support the normal skin swelling that comes from new placement of the tube. There was no patient injury and the tube appeared to be intact and in the correct position."

Manufacturer narrative:
All information reasonably known as of 28sep2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. . Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).